Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in the hospital for encephalopathy, infection in the brain. The patient was in the back seat of the car when he suddenly went ¿berzerk¿ and tried to get out of the car while the patient¿s family member was driving on (B)(6) 2016. The patient was in the intensive care unit, he is manic, on a respirator and fentanyl and they are trying to bring him off. He has some kind of infection or inflammation, and they don¿t¿ know if it is from the probes or what. They did a lumbar puncture yesterday and are ruling out meningitis. He is in early stages and his blood work is coming back normal. The week prior to this, he was reprogrammed. It was noted that the patient recharges every day and every 3 months he has to be reprogrammed probably because of the scar tissue.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an MRI for the patient¿s brain was needed based on the patient¿s combative and ¿out of it¿ behaviors. The rep stated that the symptoms were unrelated to the system and the patient¿s wife told them that the patient had a prior and similar episode the year prior before having the system implanted. The patient¿s implantable neurostimulator (ins) was put into MRI mode, they were full body eligible and the ins was not fully charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.